Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, including events with glucose readings of 59 mg/dl and 54 mg/dl, after which the device reportedly delivered insulin that was perceived as overcorrection, followed by subsequent hyperglycemia up to 174 mg/dl; the user sought assistance regarding possible adjustments to basal and meal insulin settings and was provided troubleshooting and education with additional training assigned. Symptoms included hypoglycemia. Outcomes included user education on low-glucose treatment, guidance to reassess settings with clinical support, and assignment for further training. Investigation included customer support review and provision of troubleshooting and education. Investigation of this case revealed cause unclear for hypoglycemia with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.